Event description:
It was reported that the central monitor went down resulting in a loss of monitoring for 12 pts for two hours. There was no serious injury or death associated with this event, nor was medical intervention required. Ge healthcare's investigation is ongoing. A f/u report will be submitted once the investigation has been completed.